Manufacturer narrative:
An internal investigation was performed for a customer in france reporting a misidentification of moraxella lincolnii as brucella species in association with the vitek ms system. Data was analyzed that was provided from the tests performed. Conclusion on the system: the spot preparation quality was not optimal. The sample "all peaks" values were heterogeneous, with a high variation, between 27 to 168. This could be explained by a non-optimal spot preparation of the calibrator strain (culture, spot, different operator). Due to this spot heterogeneity, it is not possible to assess the system status (need of fine tuning). Conclusion on the identification: based on the pcr result, the expected identification is moraxella lincolnii. Moraxella lincolnii is not present in the vitek ms kb v3.2 and the following system limitation is mentioned in the vitek ms knowledge base user manual ref. 161150-924-a for vitek ms clinical use v3.2 "testing of species not found in the database may result in an unidentified result or a misidentification. Interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results." Suspected cause: system limitation (species not present in the vitek ms kb v3.2). Spot preparation quality.

Event description:
A customer in (B)(6) notified biomérieux of a misidentification of moraxella lincolnii as brucella species in association with the vitek ms system. The customer provided the following detail for three (3) separate test performed on two (2) separate days. 1st test on (B)(6) 2019 target ID (ref 410893) -> ds183516924 spot = a3 -> result = no ID. 2nd test on (B)(6) 2019 target ID (ref 410893) -> ds183529290 spot = j2 -> result = no ID. 3rd test on (B)(6) 2019 target ID (ref 410893) -> ds183529310 spot = l1 -> result ID = brucella spp 99%. The customer performed additional testing: biofire bioterrorism pcr -> no identification. Pcr16s -> ID = 99% moraxella lincolnii. Moraxella lincolnii is not included in the vitek ms knowledge base v3.2 in use at the customer site; therefore this organism cannot be identified by vitek ms there is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. Biomérieux investigation has been initiated.